Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation reproduced distorted audio during evaluation due to the back flex cable not fully assembled into the input/output printed circuit board and is likely what the reported symptom of "broken speaker" is referring to. After properly assembling the back flex into the connector, evaluation found detection capabilities, visual alerts and audio functioning as expected.

Event description:
It was reported that a spectrum pump had a broken speaker. It was also reported that there was no patient injury.